Manufacturer narrative:
A getinge service representative evaluated the iabp and reported that after replacing sm1, sm4and tidal disk the iabp tested normally. It was also reported that the necessary pm parts were not replaced previously by the customer according to factory recommendations. The records provided by the customer did not mention that any pm parts were replaced. Maintenance, if any, was done by the hospital engineer who was not factory trained and certified to do the work. There were no records that this customer ever ordered the necessary pm parts. Maintenance records are not available from the customer. No maintenance was done according to the service manual instructions. The getinge service representative confirmed that the iabp status was back to normal and the customer has continued to use it clinically.

Event description:
It was reported that during use on a patient, the cardiosave intra ¿aortic balloon pump (iabp) in taiwan presented some issues. Initially, the iab catheter restriction appeared on display and the customer, judging from the historical records, continued using the unit after being excluded. The same incident happened about an hour later for a second time and it continue in use after being excluded. The iab catheter restriction appeared for third time but the unit did not responded after pressing the start key. The green button was activated, autofill completed was displayed at the bottom of the screen and time in stand was not displayed. By less than one minute no pumping or alarm were functioning. The medical engineer was notified about the problem on the cardiosave. The customer stated that even though it was a malfunction that occurred at the end of the patient's use and it did not cause casualties; the customer feels it is dangerous without any alert message. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The evaluation of the iabp was performed by the biomedical engineer (biomed) from the facility who indicated that to evaluate the iabp the ECG simulator was connected and used an arrow catheter. There was no abnormal situation at the beginning, the biomed noted that autofill and pumping were normal. The biomed later folded the pipeline in half to simulate the iab and a catheter restriction occurs. The biomed tested two different scenarios. First the biomed pressed the start button directly, the iabp automatically performed pumping after autofill. The biomed pressed the iab fill button, the iabp performs the autofill procedure and completes the autofill. The screen displays. After autofill is complete and time in stand by is less than a minute, the iabp will not proceed automatically pumping, after pressing the start button. The start green button is activated, autofill is complete and time in stand by less than a minute disappears, and pumping continues. Second scenario tested; the pipeline was folded in half again to simulate iab catheter restriction. When the start button was pressed, the start green button is activated and autofill is displayed at the bottom of the screen complete with no display stand by less than a minute but no pumping or alarm. The biomed then presses the iab fill button, the iabp performs the autofill process and completes autofill, the screen displays. After autofill complete and time in stand by <1 min, the machine will not proceed automatically pumping; however after pressing start again, the start green button appears activated, and the bottom of the screen displays. Display autofill complete, no display time in stand by <1 min still no pumping nor alarm. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient, the cardiosave intra ¿aortic balloon pump (iabp) in taiwan presented some issues. Initially, the iab catheter restriction appeared on display and the customer, judging from the historical records, continued using the unit after being excluded. The same incident happened about an hour later for a second time and it continue in use after being excluded. The iab catheter restriction appeared for third time but the unit did not responded after pressing the start key. The green button was activated, autofill completed was displayed at the bottom of the screen and time in stand was not displayed. By less than one minute no pumping or alarm were functioning. The medical engineer was notified about the problem on the cardiosave. The customer stated that even though it was a malfunction that occurred at the end of the patient's use and it did not cause casualties; the customer feels it is dangerous without any alert message. There was no harm or injury to the patient and no adverse event was reported.